Manufacturer narrative:
Additional information was received on 11/26/2019, a picture of the device was received. The investigation of the picture received was completed by the failure analysis lab on 12/16/2019. Device evaluation summary: according to the information received, it was reported a patient took an ultrasound and mammogram and it confirmed a rupture on breast implant. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm any failure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 450cc mentor smooth round high profile memorygel breast implant catalog: 3504504bc lot: 6558584 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient who underwent primary breast augmentation surgery with a 450cc mentor memorygel breast implant experienced left sided rupture post procedure. Patient had an ultrasound and mammogram on an unknown date which confirmed rupture. As a result, patient had an explantation on (B)(6) 2019.